Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced elevated glucose around 231 mg/dl after a dinner announcement, then a rapid drop to 98 mg/dl and stabilization near 120 mg/dl after eating an ice cream sandwich; the user asked why the pump continued dosing when approximately 5 units of insulin were on board, and customer support explained that the system makes dosing decisions every five minutes to maintain range, with additional training arranged. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.